Manufacturer narrative:
Further info from the reporter regarding event, product, and pt details has been requested. No additional info is available at this time. The event of edema, erythema and pruritus are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as confirming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a pt with juvederm voluma with lidocaine in the forehead. About 9 weeks later, the pt developed "edema, erythema and pruritus at the injection location and around." Pt went to the hosp emergency department and was diagnosed with some side effect due to injecting the filler." The pt was treated with hyaluronidase; symptoms resolved 3 days after onset.